Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in an acute ninety-degree bend of the proximal circumflex artery. After a non-bsc guide extension catheter crossed the lesion, a 3.00x8mm synergy ii everolimus-eluting platinum chromium coronary stent system drug-eluting stent was advanced to treat the lesion. However, the stent came off the delivery system.. The dislodged stent was deployed in an area that was not indented to be treated. No patient complications were reported and the patient's status was fine.